Event description:
Orig. Surg. 2005. Allegedly the surgeon inserted a size 4 femoral component with a size 3 tibial insert, and a size 3 plus tibial base plate - this is not a correct combination high insert which is compatible.